Event description:
On (B)(6) 2015, the reporter contacted animas alleging a power (battery life) issue. There was no further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: a review of the pump black box data showed the data from the event had been overwritten. Current black box data and alarm history showed no evidence of short battery life. During a visual inspection of the pump, a crack was observed in the battery compartment. The battery cap was able to fully tighten to the pump. The pump current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found inside the pump. The battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display.